Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 126 mg/dl. The customer stated that her new insulin pump keys are really hard to push. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump received with no esc and act button response due to flatten button dome switch. Pump recevied with cracked reservoir tube lip.